Event description:
Caller reports that during a correlation study, the following coaguchek xs/s results were obtained: 1.6 inr/1.1 inr. No treatment info provided. No adverse event reported. Requested return of suspect device; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 731a, expiration date 10/31/2009). Reference medwatch report with patient identifier (B) (4) for the suspect device used in coaguchek xs system.